Event description:
The report indicated that in 2005, a post cryoplasty dissection occurred after undergoing treatment with the polarcath dilatation system. The single de novo target lesion was located in the superficial femoral artery with 5 mm reference vessel diameter, 15 mm length and 80% stenosis. Target lesion morphology: concentric stenosis and mild calcification. One inflation was performed with a polarcath balloon (5mm diameter, 4 cm balloon length and 80 cm shaft length) with 5% residual stenosis. Immediate technical result was satisfactory. Pain occurred during procedure and described as "post cryoplasty dissection insignificant with good arterial flow." No information on simultaneous procedures, follow-up data, information about actions taken, resolution or outcome, nor assessment of relationship to device was provided.

Manufacturer narrative:
Date of event - december 2005. The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as the event is a known adverse event noted in the direction for use (dfu). Device not returned for analysis.